Event description:
During the laparoscopic hernia, surgeon placed a laparoscopic grasper into the abdominal cavity through the trocar. Once inside the bowel the grasper tip broke apart and the surgeon then retrieved the grasper tip from the abdominal cavity. There was no injury to the pt.